Event description:
Mother reported that while at follow-up appointment with physician, nurse noticed infusion set tubing had separated. Patient indicated that she did not recall her blood glucose level, but believed the reading on the meter was 'hi" (generally >500 mg/dl). Patient indiciated that she experienced symptoms of thirst and lower back discomfort as a result of the elevated blood glucose. Mother stated that on 5-6 occasions, patient had experienced the infusion set tubing separation. Patient experienced elevated blood glucose as a result of the separations, but mother did not recall the level. To address the issue, patient would change the infusion set and administer an insulin injection. Mother reported that patient checked her blood glucose level 4-8 times per day. Mother indicated that patient was experiencing erratic blood glucose levels and was "currently on a pump vacation." Patient was administering insulin injections to manager her blood glucose level. Mother stated that patient would return to using the infusion device, but did not know when. Patient indicated that she was seeing her physician to assist in regulating her blood glucose level. Product was requested to be returned for evaluation.